Manufacturer narrative:
Batch review performed on 06-02-2025. Lot 2335820: (B)(4) items manufactured and released on 31-08-2023. Expiration date: 2028-08-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional implants involved; batch review performed on 04-02-2025: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 2311082: (B)(4) items manufactured and released on 20-07-2023. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0007r femoral component sphere cemented size 7 r (k121416) lot 2305323: (B)(4) items manufactured and released on 25-05-2023. Expiration date: 2028-05-08. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 2307826: (B)(4) items manufactured and released on 10-07-2023. Expiration date: 2028-06-21. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2023. The patient came in due to signs of infection and the pathogen has been identified as staphylococcus aureus. The surgeon performed a washout, revised the insert and the surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of infection and the pathogen has been identified as staph lugdunesis. The surgeon performed a washout, and revised all components, and the surgery was completed successfully.